Event description:
On (B)(6)2010, patient underwent fusion spine posterior scoliosis with osteotomy. On (B)(6)2010, the wound was noted to have serosanguineous wound drainage, swollen incision and irregular. Wound drainage was noted to have increased -(B)(6)2010-. Patient was given IV zosyn. Hematoma was noted near the wound site -(B)(6)2010-. The patient was discharged on (B)(6)2010 to a skilled nursing facility and started on 10 day course of keflex. The patient was readmitted on (B)(6)2010, due to elevated temperature -99.9f- and large amounts of drainage -3 cups obtained from distal 1/3 incision-. Patient was started on vancomycin. Wound vac placed on (B)(6)2010. Patient was discharged (B)(6)2010 to skilled care facility while continuing vancomycin. Wound vac removed (B)(6)2010. Patient returned to clinic on (B)(6)2010 with distal end of the incision draining an orange discharge. Two quarts of orange fluid was drained in the clinic. The patient has been off vancomycin for 5-6 days. On (B)(6)2010, patient underwent irrigation and debridement of the site, removal of allograft, placement of tobramycin and vancomycin beads, continuation of vancomycin and starting ciprofloxacin. Patient discharged home on (B)(6)2010 with continuation of cipro, rifampin, and vancomycin -all for 6 weeks-. On (B)(6)2010, cipro stopped. On approximately (B)(6)2010, patient developed leukopenia and neutropenia. The vancomycin stopped and daptomycin started. On (B)(6)2010, daptomycin and rifampin stopped and started on minocycline -lifelong due to immunosuppression and possible hardware involvement in infection-. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: spinal fusion.